Event description:
It was reported that during the attempt to deploy a vena cava filter, the last two filter legs became stuck inside the sheath. After additional manipulation was used to complete the deployment, the filter arms and legs became crossed. The filter was retrieved with a snare device without incident and another filter was deployed successfully without issue. There is no reported pt injury.

Manufacturer narrative:
The device history records have been reviewed with special attention to raw materials, subassemblies, mfg process,and qual control testing. This lot met all release criteria. There was nothing found to indicate there was a mfg related cause for this event. The device was not returned. Images were not provided. The complaint investigation is inconclusive for the reported issues. Per the complaint comments, the physician stated that he twisted the deployment sheath to deploy the filter. Per the IFU, "retraction and twisting of the pusher during delivery could result in dislodgement of the filter, crossing of filter legs or arms, and could prevent the filter from further advancement within the introducer sheath." Therefore, it is possible the twisting of the sheath caused the limbs to become crossed. However, the definitive root cause is unk.